Event description:
This patient was treated at another hospital and stopped taking plavix four months ago. The patient came into the hospital with chest pain, ventricular fibrillation, st elevation, myocardial infarction (mi) and thrombus was found in the implanted cypher stent. The patient was treated with thrombectomy and balloon angioplasty. A male patient with a history of chest pains experienced a thrombotic event twenty-six months post cypher stent implantation. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in his mid lad. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia was not reported. Acts were not measured during the procedure. The mid lad lesion was described as de novo, type b2, 3.5mm in diameter, 14mm in length and without pre-existing thrombus. The lesion was not pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at an unknown maximum inflation pressure. The procedure was completed with good wall apposition, no residual stenosis and no untreated disease distal to the stent. The patient was discharged on medications that included asa and plavix. Six months after the index procedure, the patient's plavix was discontinued. Twenty-six months after the index procedure, the patient experienced chest pain, ventricular fibrillation and an stemi. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with thrombectomy and ptca.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. Thrombosis is a known potential adverse event following stent implantation. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event.